Manufacturer narrative:
The initial MDR # 2432235-2014-00598 was filed on october 16, 2014. Additional information (11/21/2014): the siemens regional support center (rsc) reviewed the instrument data and determined that the severities in the centralink data management system were not changed. A failed calibration on an instrument had been accepted. The quality control results were then transmitted to the centralink with a calibration flag due to the failed calibration. If a quality control result has a flag and the control severity for the flag is greater than zero, no checks are performed and no severities are applied. The centralink data management system performed as it is configured to perform.

Event description:
A patient result for estradiol was released by the centralink data management system when it should have been held. It is unknown if there were any adverse health consequences due to the centralink data management system releasing an estradiol result that should not have been released.

Manufacturer narrative:
The severities in the centralink data management system were changed, which enabled the result to be released. Siemens is investigating this issue.